Event description:
It was reported that one day after a device changeout, the right ventricular (rv) lead was found to be fractured. The lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and an alert for oversensing of noise, and the patient received multiple inappropriate shocks as a result. Detections were programmed off, and the next morning high pacing impedance was observed. Due to occlusion, the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.